Event description:
The facility reportedly observed a connect electrodes message during the reported pt use. The facility only provided the therapy cable to the rep for examination. The rep requested, but was not provided with further details of the reported event.